Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement the clip became tangled in the chordae resulting in the reported difficulty to position and the reported physical resistance. The reported poor image resolution was due to the patient anatomy (complex anatomy and rotated heart). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. The clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unusual movement of the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Due to the patient's complex anatomy and rotated heart, imaging was difficult. On crossing into the left ventricle the mitraclip xtr became immediately tangled in the chordae. Several attempts were made to free the clip, however without success. It was decided to attempt to grasp the leaflets more medial to the target site. The clip was successfully deployed on the leaflets and there was no reported damage to the chordae; however, there was minimal reduction in mr. Reportedly the cds had a medial trajectory that was not identified on echocardiography due to the very difficult imaging. A mitraclip ntr was advanced and successfully deployed lateral to the first clip, reducing mr to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.